Event description:
On (B)(6) 2007, I underwent a right total hip arthroplasty procedure. I rec'd a depuy pinnacle acetabular cup, size 56 mm, a pinnacle metal insert, neutral 36 mm x 56 mm, a titannium tri-lock hip stem, sz 13.8 mm, and a metal on metal femoral head, 36 mm, +5. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. The hip is especially problematic when I lay down in bed. The leg seems to gets stuck in one place. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: right hip osteoarthritis.